Manufacturer narrative:
Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported the colonovideoscope had a blackout during an esophagogastroduodenoscopy procedure followed by a colonoscopy procedure. The procedures were completed with the same device. There were no reports of patient harm.